Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with blood on the helix and the helix was bent.

Event description:
It was reported that during the implant procedure, after the lead was inserted though an introducer, the helix would not fully extend. New venous access was obtained, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.